Manufacturer narrative:
Section d3: manufacturer information corrected. Section d9: device availability and date returned to manufacturer corrected. Section g1: contact office correction. Section g4: there was no patient involved in this event. The PMA# provided is associated with the device¿s most recent approval. Section g8: the initial report was incorrectly submitted with a cfn-based manufacturer report (MFR) number: 2916596-2024-52846. The MFR number should have been fei-based with the 10-digit fei being (B)(4). Manufacturer¿s investigation conclusion: the reported event of the centrimag battery not passing battery maintenance was confirmed via analysis of the returned products. The returned centrimag console (serial number: (B)(6)) was evaluated by service depot alongside the returned centrimag internal battery (serial number: (B)(6)) and known working test centrimag equipment. The unit was powered on and upon completing the boot-up sequence, a b4: battery maintenance required alarm activated. Battery maintenance testing was then performed and the battery did not pass. The issue resolved after replacing the internal battery, isolating the issue to the returned internal battery. After replacing the battery, a full functional checkout was performed and the unit passed all steps of testing without any issues. The serviced and repaired unit was returned to the customer site after passing all tests per procedure. The exchanged centrimag internal battery was forwarded to product performance engineering for further analysis. The returned battery was installed in a known working test centrimag console and upon powering on the system, a b4 alarm was observed. The battery also could not pass battery maintenance testing. The protective sleeve was then removed from the battery to inspect the underlying components and no issues were observed. The battery¿s cells were measured, and no atypical voltage measurements were observed. No further testing was performed as the battery¿s printed circuit board is potted and cannot be accessed for testing. The reported event was determined to be due to an issue with the returned centrimag internal battery; however, the root cause of the issue with the battery could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the centrimag console, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The centrimag console was shipped to the customer on 09jan2014. The device history records were reviewed and the records revealed that the centrimag battery, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The battery was shipped to the customer on 26apr2023. The 2nd generation centrimag system operating manual, rev. M section 4 ¿ "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual, rev. M section 10 ¿ "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual, rev. M table 15 ¿ ¿console maintenance schedule¿ addresses how often to perform maintenance including when to perform battery maintenance and when to replace the battery. The 2nd generation centrimag system operating manual, rev. M section 8.4 ¿ ¿battery maintenance¿ instructs users on how to perform the battery maintenance procedure and on what steps to take when the test does not pass. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the centrimag 2nd generation primary console was failing the battery maintenance procedure.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.